Manufacturer narrative:
This report is for an unknown drill bits: trauma/unknown lot. Part and lot number are unknown; UDI number is unknown. Medwatch. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that on (B)(6) 2018, the very tip of an unknown drill bit broke off when it hit the old cement used on patient's previous total knee replacement. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This report is against (B)(4), a copy is attached. The only information contained in this report is correction or additional information. Concomitant device reported: unknown cement (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is for one (1) unk - drill bits: trauma. This report is 1 of 1 for (B)(4).